Event description:
It was reported that the patient presented during remote follow-up via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes cause by post-paced t-wave oversensing. Programming changes were made. There were no patient consequences.